Event description:
A malfunction alarm, identified as malfunction 12, was reported by the customer. There was no adverse impact to the customer's blood glucose level. Technical support decided to replace the malfunctioning pump, and the customer reverted to using multiple daily injections (mdi) as backup therapy.